Manufacturer narrative:
The explanted pump was returned for evaluation. Thrombus was confirmed through the evaluation of the returned left ventricular assist device. The pump was returned with the driveline cut approximately 6.5 inches from the pump housing and the distal portion was not returned. The sealed outflow graft, outlfow graft bend relief, and bend relief collar were not returned. Examination of the device upon disassembly revealed a small, white, non-laminated, tissue-like deposition situated adjacent to the outlet stator bearing ball and in between two of the stator blades. Although the deposition could have potentially contributed to the reported increase in the patient¿s lactate dehydrogenase level (ldh), the deposition was non-denatured and no contact marks were present on the outlet section of the rotor, indicating that it may not have been present for an extended period of time while the pump was operating. The specific origin of the deposition and duration of its presence in the pump could not be conclusively determined. A root cause for the development of the observed deposition could not be conclusively determined. Evaluation of the remaining blood-contacting surfaces revealed no evidence of depositions or thrombus formations. Visual examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device ¿ 1 year and 7 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that pump thrombosis was suspected. The lvad was not offloading the lvad completely. The patient was on bivalirudin and the patent's lactate dehydrogenase (ldh) level ranged from 500 u/l to 1300 u/l. The patient received a non-urgent heart transplant. No further information was provided.